Manufacturer narrative:
Reference ID: (B)(4). The field service engineer (fse) performed analysis and concluded that detector was dropped. After inspection, the detector passed both the interface and self-tests. Gain and pixel calibrations were performed, and no artifacts were found. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error). The device was calibrated & returned to clinical use.

Event description:
The customer reported that the detector kept randomly turning off and that the portable detector was dropped. The device was not in clinical use and there was no patient or user impact.